Event description:
Information received indicates, the head hi/low function is drifting down slowly over night.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.